Event description:
The manufacturer received information alleging that a Trilogy Evo ventilator¿s active exhalation test step failed. No harm or injury was reported. The device was not in patient use.Upon evaluation of the device, the failed test was confirmed. The 3-way solenoid valve and the flow sensor were replaced in accordance with the manufacturer's procedure and EVO manual. The device passed final testing.

Manufacturer narrative:
The reported failure of the Active Exhalation Control Module is accommodated in the product risk management file as being linked to Hazard with description Patient Exposure to Function / Deterioration of Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. DHR review was performed for the complaint device Serial Number, (b)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.